Event description:
The clinician reports that the day the implant was placed in fdi 47, failure occurred upon insertion. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and ridge augmentation. Patient presented with bonetype IV. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.